Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a neutron® at the end of the infusion of the lavage of the chemotherapy, a wet part of the bandage was noted and some drops were falling from the neutron, leaking laterally. A small side crack was noted on the device. The device was in use for 48 hours prior to the event. There was no adverse event, no delay in critical therapy, no blood loss and there was no medical or surgical intervention required.

Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in section d10.

Manufacturer narrative:
Date returned to mfg - july 9, 2020 a single used 011-nc100 neutron was returned and when visually examined there were no cracks, visual anomalies, or damage observed. No mating devices were returned to evaluate with the used 011-nc100 neutron. Though there were clear droplets inside the used 011-nc100 neutron between the body and seal outside the fluid path a probable cause of those droplets cannot be determined.